Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The site reported frayed wires on the signal wand cable. The hospital system was replaced and there were no adverse consequences reported by the site.

Manufacturer narrative:
One cardiomems hospital system was received for evaluation. Visual inspection verified the antenna cable was frayed, and wires were exposed. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.